Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
(B)(4) - the dentist reported a loss of a dental implant installed in intraoral region #12. The implant was installed after tooth extraction. In the next day the dental implant was loose, so it was removed and bone graft was executed.